Event description:
It was reported that on (B) (6) 2008, the patient suddenly heard a loud sound even though there was no such loud sound occurring in the surrounding area. Since then the phenomena exists. This still occurs even when she is not wearing the speech processor, she could hear a similar sound 'wu...wu...wu..' A fitting was carried out using three different speech processors and attachments (including the patient's own, med el's and the audiologist's), but the same event occured, on all channels during fitting. When she wore the external equipment she felt some noise and could not hear the dialogue directed at her. Over the past few weeks various solutions have been tried, including various fitting options and re-mapping, but all to no avail. It seems now that re-implantation is the only option.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.